Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated when the investigation is complete.

Event description:
It was reported that while testing the castvac after a repair, it caught on fire. There were no adverse consequences related to this event. No other information was provided regarding this event.